Manufacturer narrative:
Correction to regulatory report: coding updated to reflect previous reported information. Code nds2011 was changed to nds4103. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient pain at the ins site, they had pocket revision to tack down flipping battery. Additional information received stated that high impedance was observed on the day of surgery. Contact 5 - 36830 contact 6 - 15170 contact 12 - 27020. It was also reported that the patient felt a shock. The issue was not known. Device was revised this patient was scheduled for a pocket revision today due to discomfort and the feeling that their ins was twisting and getting caught in excess lead and adaptors within the pocket. In preop patient also reported that it had produced ¿shocking¿ sensations that traveled down their leg. Upon connecting to the ins, rep found contact 5 failed the connectivity test, and that contacts 5, 6 and 12 displayed high impedances described earlier. Upon opening the ins pocket, healthcare provider (hcp) disconnected the ins, the existing two adaptors, and two roughly 20cm competitor extensions from the competitor paddle lead wires. Two extensions were removed. Hcp connected two new adaptors to the competitor paddle lead wires to reduce the length of total leads in the pocket and to attempt to solve the connectivity and impedance issues. The contact 5 connectivity issue resolved, and the high impedance issues on the three contacts persisted. The leads and ins were secured with a antibacterial envelope back in the pocket without incident.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: embsnv20, serial/lot #: (B)(6), ubd: (B)(6), 2024, UDI#: (B)(4); product ID: embsnv20, serial/lot #: (B)(6), ubd: (B)(6), 2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.